Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) was not responding well to biv pacing therapy, and an x-ray showed the left ventricular (lv) lead may not be fully inserted. It was noted that the impedance and thresholds were good. Plan was to monitor at this time. The system remains in-service. No adverse patient effects were reported.